Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately five months post implantable pulse generator (ipg) implant, the patient developed an infection, with open pocket erosion. Cultures were taken and hospitalization was required as a result of the event. The entire ipg system was explanted and replaced five days later with a leadless ipg. No further patient complications have been reported as a result of this event.